Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29apr2020.

Event description:
It was reported that the unit's touchscreen was intermittently unresponsive. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the issue could not be reproduced. The customer calibrated the touchscreen and the unit passed touchscreen calibration and diagnostic testing successfully. The issue was resolved.